Event description:
The caller reported that the pt's tracheostomy tube was put in the pt the previous day and is now leaking. The caller was not sure if the leak was at the cuff or the pilot balloon. It deflated at about 3:30pm yesterday afternoon. The pt was reintubated with a new unspecified tracheostomy tube.

Manufacturer narrative:
The history record for the lot number provided will be reviewed. If the sample is returned a failure investigation will be performed.